Event description:
It was reported that the pump battery was unresponsive. The customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.